Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the experienced electrical fault alarms the patient was turned in bed by the nurse. A manufacturer's representative travel to site to assess the device. Visual inspection revealed foreign material in the driveline connector and in the controller pins. The manufacturer's representative performed a cleaning procedure per the manufacturer's specifications. The controller was returned to the manufacturer for evaluation where various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Analysis of the device revealed controller failed visual inspection as a result of contamination within the driveline connector port. The root cause for the reported "electrical faults" was found to be contamination within the pump driveline connector, likely due to a combination of driveline connector handling during implant, tunneling cap design, and the driveline/connector sealing process. The manufacturer has an open internal investigation to evaluate these types of issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2014-000962 and 3007042319-2015-02732) submitted for devices related to the same event.

Event description:
It was reported from the united states that the ventricular assist device (vad) presented multiple electrical faults first observed when the nurse was turning the patient in bed. These alarms became increasingly more frequent on (B)(6), 2014 the site reported that one alarm lasted several minutes before clearing. The patient remained hemodynamically stable throughout all the alarms. Preliminary analysis of the controller log files confirmed the electrical fault alarms. A manufacturer's representative assessed the device and confirmed with the hospital staff that the patient could tolerate the vad-off time associated with a driveline connector cleaning procedure. The international normalized ratio (inr) was 1.4 and the patient was administered heparin. The manufacturer's representative performed a driveline connector cleaning procedure per the manufacturer's specification on (B)(6), 2014 to remove contaminants. A small amount of contamination was observed in the driveline connector and in the controller pins. The controller was exchanged during the procedure. The electrical fault alarms could not be reproduced after the procedure. The controller was removed from service and the patient was issued a replacement device. The device was returned to the manufacturer for analysis. There was no reported patient injury as a result of this event.